Event description:
The international customer reported the ventilator would not operate on ac when connected to ac power. The customer reported the ventilator was operating on backup battery when connected to ac power and upon usage was showing a low battery message. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service technician replaced the power supply to address the reported problem. Extended self testing was completed and reported passed.